Event description:
The customer stated that they have observed initial falsely elevated magnesium results on patients (~15) that when retested the results are normal. Patient ((B)(6)) results provided were : initial 6.099 / repeat 1.154 meq/l. The customer's normal range for magnesium is 1.3-2.1 meq/l. The customer stated that the qc was within acceptable limits during these testing runs. There was no reported impact to patient management. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.